Event description:
It was reported that the patient had an MRI scan performed without the mode changed for their device. Device was found to be in back up operation and during this time therapies were not active. Programming changes were performed to restore the device. The patient was in stable condition.